Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been experiencing high blood glucose level of 413 mg/dl. Customer treated for the high blood glucose with a manual injection of 10 units. Troubleshooting was performed and equipment tested to specification. Customer husband states they changed infusion set and found a bent cannula. No further information was provided.